Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out of range shock impedance measurement. The physician is closely monitoring this issue. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.